Event description:
Hill-rom a report from a hill-rom tech found the brakes not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom tech found the brake caster not holding most likely due to normal wear and tear. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performs any other preventative maintenance on this beds. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.